Manufacturer narrative:
Approximate age of device: 1 year and 4 months device evaluated by manufacturer: the device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump off and low speed operation alarms were noted during routine device interrogation. The patient did report an alarm but felt it was due to a "power surge" and the alarm stopped immediately. The patient was asymptomatic during the event. The system controller was exchanged.

Manufacturer narrative:
The reported event of system stops was confirmed during analysis. The log file retrieved from the returned system controller indicated that the fixed speed was set to 9800 rpm and the low speed limit (lsl) was set to 9200 rpm. The log file captured seven series of events where the actual speed dropped below the lsl and some with motor stopped events where the actual speed was 0 rpms. Power elevations ranging from 8 to 11 watts were observed to accompany these events. Low speed advisory, low speed hazard, low speed operation, and motor stopped alarms were active as the system controller restarted the pump and these alarms cleared shortly after. The system controller was functionally tested and operated for an extended period of time while connected to a mock circulatory loop and the system controller functioned as intended. The observed log file events could potentially be caused by driveline damage. The driveline was returned at a later date for evaluation. Reference MFR report # 2916596-2015-00227 for the investigation findings of the driveline. A review of the device history record revealed that the system controller met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the vad coordinator indicating that the log file contained 3 low speed hazard events that were also associated with pi events. The events occurred while the patient was connected to the power module. It is possible that the patient cable may cause abnormal operation. The events do not suggest a perc lead fracture at this time.